Event description:
It was reported that this right ventricular (rv) lead was explanted due to it has perforated the heart of this patient. The lead was successfully replaced. The device is not expected to return for analysis since it was retained by the hospital. No additional adverse patient effects were reported.